Event description:
It was reported that while the anesthesia system was used for treatment a technical error code indicating airway pressure sensor error was generated and alarms for airway pressure high. There was no patient harm. Manufacturer's reference #: (B)(4).